Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number (B)(4) file number (B)(4) due to a software error. Pump error (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error hardware low level failures during self test. Customer blood glucose level was 5.5 mmol/l. Customer also stated that the fill cannula was recorded in daily history customer was able to successfully clear the alarm and able to complete insulin pump rewind. Self test was performed and passed. The device will be returned for analysis.